Event description:
In a literature review, the following information was obtained. K, kichikawa., et al. "Stent-graft repair of thoracic aortic aneurysm rupture using gore tag." Interventional radiology. May, 2011, vol.26(2). 241. On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm rupture using two gore® tag® thoracic endoprostheses (B)(4). On the same day, the patient developed paraplegia. Medication were administered and a spinal drainage was performed to treat the paraplegia. On (B)(6) 2010, in one-month follow-up study, the paraplegia had still remained. Further treatment was given and a wait-and-watch approach was taken to the paraplegia. On (B)(6) 2010, it was revealed that the patient had developed aspiration pneumonitis, and medications were given to treat it. On (B)(6) 2010, the patient expired due to the aspiration pneumonitis.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The patient expired due to aspiration pneumonitis approximately 3 months post initial implant procedure. The patient had not developed any cerebrovascular event including cerebrovascular infarct which could be a risk factor of the aspiration pneumonitis until he died nor did he develop any pulmonary adverse event which could lead to pneumonia. Additionally, the physician mentioned that the patient¿s death was not related to device and/or procedure. For these aspects, the patient¿s death is not reportable.